Manufacturer narrative:
The device was received in normal working conditions with battery voltage at eol level. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics with battery voltage at eol level.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device exhibited premature battery depletion and the device was explanted and replaced. The patient was stable.